Event description:
(B)(4). It was reported that post a stenting treatment procedure, unstable angina occurred. (B)(6) 2009 - the patient presented with stable angina. The 70% stenosed, 18mm long target lesion was located in the distal right coronary artery with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 18/20 mm study stent. Following post dilatation, residual stenosis was 0% . The subject was discharged two days later on aspirin and clopidogrel. (B)(6) 2012 - the patient reported unstable angina. No action was taken and the patient is being scheduled for cardiac catheterization.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).